Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: during testing, the pump did not recognize the cartridge during the load step and pushed all of the fluid out of the cartridge. There was no evidence of a load step malfunction upon review of the pump history. Evaluation revealed that the force sensor was out of calibration and the force sensor plate was physically damaged. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for large prime volume. Evaluation revealed that the force sensor was out of calibration and the force sensor plate was physically damaged. This report is made based on results of investigation completed on (B)(6) 2011.